Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a colonoscopy. The patient started experiencing abdominal pain and had repeated cat scan done which showed free air and fluid and suspicion for an anastomotic leak. The patient underwent a exploratory laparotomy, resection of anastomosis. On inspection of one of the staple line, the closing the colocolic common channel seemed to be the one that dehisced. Given the extent of the dehiscence and contamination, the surgeon decided to resect the anastomosis with a purple load stapler and fired across the distal aspect at the sigmoid colon.